Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection using a microscope noted a hole in the right ventricular (rv) tip seal plug, as well as bodily fluid. Technicians were unable to recreate noise or oversensing, as reported by the field. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Althought the allegations were unable to be replicated in analysis, based on history, it is known that holes in the seal plug(s) can contribute to noise and oversensing.

Event description:
Boston scientific received information that this device was exhibiting noise, oversensing and pacing inhibition during an implant procedure. The caller stated the connections were verified and the seal plugs looked intact. The issues continued and the device was explanted and replaced. No adverse patient effects were reported.